Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead migrated from it original implant position within the patient's rv. The patient underwent surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.